Manufacturer narrative:
Address information added in e tab investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received a single photograph of the implicated 22g x 1.0¿ insyte autoguard catheter. The device was held in the user¿s gloved hands in front of a white piece of paper. The catheter had the needle inlaid and was attached to the grip of the safety shield. The device contained evidence of clinical use including red residual material within the catheter tubing and needle hub. The needle tip was seen protruding through the side of the catheter tubing with the catheter tubing bent where the needle exited through the tubing. This type of damage results when the needle perforates the catheter wall. As the device showed evidence of use and the observed damage would have made the device unusable, the damage likely occurred during clinical use. Your reported issue was confirmed. A needle perforating through the catheter may occur in the clinician setting during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. E1. State of occurrence was not provided, therefore, il was used as a place holder.

Event description:
It was reported that bd insyte autoguard winged needle pierced the catheter and catheter split. The following information was provided by the initial reporter: "IV cath is splitting in the patient's arm" please be informed that the customer has already destroyed the item. They are currently requesting to be credited. 18 jul describe any patient harm, injury, complication or negative outcome that occurred as a result of the event: none reported.